Manufacturer narrative:
Pump received with detached end cap noted. Unable to perform displacement test due to detached end cap.

Event description:
The customer reported via phone call that reservoir compartment was cracked. Blood glucose was 65 mg/dl,87 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.